Event description:
--

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead recently exhibited high defibrillation thresholds. As a result the patient experienced a ventricular fibrillation (vf) and the first few shocks did not convert the patient. The physician elected to explant both the device and lad, and implant a subcutaneous array to the system. To date, no additional adverse patient effects have been reported.